Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient had integrity issues with eight catheter units from two different boxes prior to insertion on (B)(6) 2026. No further information available.